Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided instructions for resetting the pump. After the reset, the malfunction did not recur, and the customer continued to use the pump as normal. They were advised to contact support again if the issue reappeared, which the customer acknowledged and understood.